Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. A manual test was performed and speaker sounded. A manual drop test for intermittency was performed and the test passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and passed.the device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent audio alerts and a hypoglycemic event. It was reported that the continuous glucose monitor (cgm) did not sound when the patient was low. The patient's brother called 911 and when the emergency medical technician (emt) arrived, they checked the patient's blood glucose (bg) that measured 30 mg/dl. The emt injected the patient with an unknown intravenous (IV) solution. The patient did not go to the hospital and stayed home until her bg returned to normal. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.